Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 465 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user did not see insulin drops out of the end of the tubing during fill tubing. During troubleshooting with tandem's technical support, the user disconnected/reconnected the luer lock connection and successfully saw insulin drops out of the tubing during fill tubing. A follow up with the user confirmed their bg level lowered to 354 mg/dl; however, the user stated they ate food without delivering a bolus and believes their bg level is trending down.